Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. After implant, the patient experienced hernia recurrence, abscess, infections, abdominal tenderness, nausea, diarrhea, adhesions, severe pain as well as severe diffuse rash on trunk, extremities and face with open sores from scratching, treated with high dose steroids. The patient then had redness and swelling over her hernia site which developed into an abscess, with incision and drainage. The patient was admitted to the hospital, started on IV antibiotics, and a CT scan showed abdominal wall abscess. Post-operative treatment includes surgical revision of the mesh, mesh explant and additional implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced defective device, mental pain, scarring, permanent impairment, loss of enjoyment of life, hernia recurrence, inflammation, mesh migration, abscess, infections, abdominal tenderness, nausea, diarrhea,adhesions, severe pain, severe diffuse rash, face with open sores from scratching, redness, swelling, and abscess. Post-operative patient treatment included admitted to the hospital, started on IV antibiotics, surgical revision of the mesh, mesh explant, lysis of adhesions, incision and drainage of abscess, and additional implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 patient code ime e2402: open sores. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced defective device, mental pain, scarring, permanent impairment, loss of enjoyment of life, hernia recurrence, inflammation, mesh migration, abscess, infections, abdominal tenderness, nausea, diarrhea,adhesions, severe pain, severe diffuse rash, face with open sores from scratching, redness, swelling, abscess, depression. Post-operative patient treatment included admitted to the hospital, started on IV antibiotics, surgical revision of the mesh, mesh explant, lysis of adhesions, debridement, incision and drainage of abscess, repair of recurrent incarcerated incisional hernia, and additional implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. After implant, the patient experienced abscess, infections, abdominal tenderness, nausea, diarrhea, adhesions, severe pain, and severe diffuse rash on trunk/extremities/face with open sores from scratching, which was treated with high dose steroids. The patient then had redness and swelling over her hernia site which developed into an abscess, with incision and drainage. The patient was admitted to the hospital, started on IV antibiotics, and a CT scan showed abdominal wall abscess the patient experienced hernia recurrence. Post-operative treatment includes surgical revision of the mesh on (B)(6) 2018.